Manufacturer narrative:
Other text: device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received without its original packaging, in used condition, and decontaminated. Per visual inspection, the proximal end female luer connector, part number 00-208, was observed to be cracked. Per functional testing, the unit failed the leak test. The reported failure mode, leak, was confirmed. Based on the device returned by the customer it was not possible to replicate the damage or confirm as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect leak, the root cause was that the leak was due to the damage on the female luer connector which became damaged after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken because the mitigations on place were being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.

Event description:
It was reported that during the pre-use check, a part of the product was found cracked and leakage of circulation water was observed at that part. No patient injury or clinical affects was reported.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. D4: lot number, expiration date and device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.